Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04feb2020.

Event description:
It was reported that the ventilator's clear parameters were not coming on the display. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the overlay power status to address the reported issue and the unit passed all testing.